Event description:
It was reported by repair work order that the outer rails were cracked at the foot end near the lift bar and the outer base weldments were cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.